Manufacturer narrative:
Product evaluation: the product was returned for analysis, haptic and optic damage was observed. Solution was observed on the returned product. Results from the product history record review indicated the product met release criteria. Additional information was provided, which indicated an approved cartridge was used the handpiece information was not provided with an unapproved viscoelastic. Not enough information was provided to conduct a review on the cartridge lot. The root cause could not be determined for the reported glistenings, iol rotated off axis, vision blurry/decreased and lens clarity-opacified iol. Lens damage was observed. While we are unable to determine the root cause of the damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received on 12/14/2015. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported an intraocular lens (iol) that was exchanged due to glistenings following an intraocular lens implant procedure. The iol was rotating in the patient's eye causing a fluctuation in vision.

Manufacturer narrative:
.

Event description:
A questionnaire was received indicating that the lens also had "opacities." The intended axis target was 77 degrees, however, the final axis was reported to be at 85 degrees.